Event description:
Contact lens broke under normal conditions of use. Pt stated she was watching tv when she felt a pain in her eye and she had blurred vision. She tried to remove the lens and had difficulty in doing so but finally was able to, at which time she noticed part of the lens was missing. Approx 1/4 of the lens remained in her eye when she sought medical treatment.